Manufacturer narrative:
Pump passed idle current test, run current test, self test, off no power test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test and rewind test. No external ram crc error alarm noted. Unexpected restart alarm after battery change due to faulty c13 on ib. Pump had cracked display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart alarm and external ram error. The customer's blood glucose was 197 mg/dl at the time of incident. The customer was assisted in troubleshooting the alarm at the time of call. The customer performed self test and the insulin pump passed. The customer was advised to monitor the insulin pump. The customer reported that the unexpected restart alarm was recurring. The insulin pump was returned for analysis.